Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. As received, the battery charger/modem would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the charger/modem not powering on was a flash memory failure (components u102 and u105) on the computer / analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event occurred due to the flash memory failure.